Event description:
The user facility reported that during a prostate resection procedure, the tip of the device broke off and fell into the pt's bladder. The broken tip was retrieved from the pt. No pt injury was reported. Olympus made multiple attempts to gather additional info but no further info has been provided.

Manufacturer narrative:
The device referred to in this report was not returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time this report will be supplemented.